Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd insyte yel 24ga x 0.75in was missing label content. The following information was provided by the initial reporter; when the product arrived at the hospital for inspection, it was found that the smallest individual package had no chinese label.

Event description:
When the product arrived at the hospital for inspection, it was found that the smallest individual package had no chinese label.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. Based on the verbatim, it was reported that ¿it was found that the smallest individual package had no chinese label¿. However, upon review of the unit label graphics of the affected catalogue number 381212 (refer to figure 1 in attachment a) with bd document number (B)(4) revision 06, it was observed that there was no chinese character on the unit label. Hence, the chinese label that was reported missing was most likely not part of tuas plant¿s original labelling. This non-conformance most likely occurred outside of tuas manufacturing facility. H3 other text : see h10 manufacture narrative.